Manufacturer narrative:
(B)(4). This event was reported in the (B)(4) study status report for PMA p040047, 09/16/2011. Add'l lot number of coaptite injected into the pt: 1014618 exp date: 08/2012 MFR date: 08/2009 date injected: (B)(6) 2010. At the time this report was received, the pt's conditions were resolved. The physician determined that the urinary retention was moderate and was definitely related to the coaptite. The physician determined that the abcess, (B)(6) was severe and was definitely not related to the coaptite. The device history record for the reported lot numbers was reviewed, all required testing specs had been met prior to release, and there were no abnormalities noted.

Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt has not had any previous coaptite treatments. The pt has had 4 prior surgeries for incontinence. On (B)(6) 2009, the pt was injected with 2.0 ml of coaptite (lot 1013205). On (B)(6) 2010, the pt was injected with 2.0 ml of coaptite (lot 1014618). On (B)(6) 2010, the pt was diagnosed with urinary retention that was treated by catheterization (foley). The urinary retention resolved on (B)(6) 2010. On (B)(6) 2011, the pt was diagnosed with an abcess, (B)(6). Drainage was attempted and an antibiotic was prescribed (name, dose and duration not provided). The abcess was resolved on (B)(6) 2011.